Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the internal charged coupled device may have failed due to water immersion in the main body imaging and camera cable. Therefore, it is likely that normal communication was not possible, leading to the button malfunction. Since the main unit was deformed, it was not possible to maintain the airtightness of the main unit, and water entered the inside, resulting in flooding of the main unit's image capture and camera cable. Corrosion on the scope mount was newly confirmed during equipment inspection by the repair department. The cause of the occurrence could not be identified with the information available from this complaint and the investigation results. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited water immersion in the main unit imaging, camera cable was flooded, and there was corrosion on the scope mount. There was no patient involvement.